Event description:
It was reported that the implantable cardioverter defibrillator (ICD) exhibited an error message and was unable to be interrogated. No changes or intervention was reported. The patient condition was stable.